Event description:
"Infection. Whole system removed".

Manufacturer narrative:
Return device analysis reveals the lead is functioning as designed. No allegation co's lead failed to meet its performance specifications or caused or contributed to the infection. Proof of sterilization is on file. Infection is a recognized clinical event referenced in the device's labeling as a potential complication associated with lead implantation.